Event description:
It was reported that during routine checkup discovered by hospital personnel, the cs100 intra-aortic balloon pump (iabp) battery maintenance alarm. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: contact department: cath lab technician, contact person phone number: (B)(6). Getinge field service engineer (fse) have checked and found battery found to be defective and need to be replaced. To fixed the issue estimate will be submitted by fse. Po awaiting. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) battery maintenance alarm. There was no harm reported.